Manufacturer narrative:
This part is not approved for use in the united states; however a like device with catalog # 55840014530, 510k #k113174 and (B)(4) is approved for sale in the us. Neither the device nor applicable imaging films were returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event.

Event description:
It was reported that the patient underwent a spinal fusion surgery at t2-s2ai due to scoliosis. Post-op, the screw implanted in cranial portion of th4 on the right side backed out. As a result, the rod became to contact with the skin, which caused the symptom like pressure ulcer. The rods on the both sides were cut at the site of th4/5, and the screws on both sides of th4 were removed (although the screw back-out was not apparently confirmed on the left side in particular, it was removed along with the screw on the right side). The screws on the both sides of th5 were replaced too, with the rods bent and slid temporarily.